Event description:
It was reported the physician was implanting a gore helex septal occluder. The physician felt resistance while loading the device during preparation. Upon left disc deployment, the lock prematurely released. The device was removed and a second helex device was deployed. During imaging, the device moved and the lock prematurely released. Although the device was locked septal apposition was not optimal and it was removed. As a third helex device was prepared for use, the pt became hypotensive and developed shock. Transesophageal echocardiograph revealed cardiac tamponade. The pt was sent to the operating room for treatment.

Manufacturer narrative:
Lot number 8787175 was also used in the procedure. It is unclear which device may have caused or contributed to the event. A review of the mfg records for both lot numbers verified that each device was processed normally and all pre-release specifications were met.